Event description:
It was reported that during a lap appendectomy procedure, the surgeon fired the device across the appendix and it locked out. He fired a second reloaded and it locked out again. They then used a new like device and completed the procedure. The surgeon was able to remove the device after it locked out by forcing the closing lever forward and pressing the release button. When the surgeon observed the staple line, it was a complete staple line and had fired the entire line of staples. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.